Event description:
It was reported the during a lumbar fusion case, when the surgeon went to use the compressor, a rivet fell off from the instrument. The separated rivet was retrieved and a compressor from another set was used to complete the procedure with no adverse consequences to the patient and a resulting delay of six to eight minutes. The rivet was lost at the hospital.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual verification indicated that the rivet has broken off the arm, stbl top l. Additionally, it was noted that the rivet was retrieved but was lost at the hospital. A review of the device history record for the expedium compressor parallel found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the expedium compressor parallel was conducted on the specific product code from this complaint as the product family does not exist for this instrument. It was noted that there were no related complaints reported for issues of this nature. In this complaint there was no reported attribute resulting in patient harm, but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the rivet breaking off the compressor cannot positively be determined. It is inconclusive as to how the rivet has broken off the compressor arm. Additionally, rivet was not returned for evaluation as it was lost by the hospital. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.